Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure it was noticed that the cutting wire orientation was going towards the pancreatic duct at a 2pm orientation, and the physician wanted the product to go to the left towards the 11am orientation. Attempts were made to orientate by turning the handle; however, the attempts were not successful. Additionally, it was noted that the product was taken from the packet carefully, and the nurse removed the stylet gently before handing the product to the doctor. The physician gently, and in short increments, placed the dreamtome through boston biopsy cap, and as it came out of the distal end of scope it was clear that the orientation was not right. There were no patient complications reported as a result of this event.